Event description:
It was reported that the patient performed a system controller exchange on 13july2024. The date and time were off before the system controller exchange due to the controller showing controller clock not set. Log files were submitted for review and revealed that the pump/ patient had never been connected to the current controller. (Hsc-135893)

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange on (B)(6) 2024 was not able to be confirmed. No log files from the event system controller (serial number: (B)(6)) were submitted for review and the controller did not return for analysis. The submitted log files did not contain data in which the controller was connected to a pump. No reason for the exchange was provided. Provided information indicated that troubleshooting steps are not known, but that the patient was not adversely affected by the exchange. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records were reviewed and showed no deviation from manufacturing or qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: product sn and UDI updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.